Event description:
A physician reported that during an intraocular lens (iol) implant procedure, ophthalmic viscoelastic frequently remains at a fixed position on the back of the lens like a shape of a caterpillar. It could not be removed unless it was scraped off with irrigation/aspiration. The surgery was completed. The sample is not available for return since it still remains implanted in the patient's eye. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Video shows iol implantation with monarch accessories. Primary ovd fill in the cartridge is not provided. Iol is removed from the lens case and is placed in the loading area of the cartridge. Additional ovd is dropped on the lens outside the cartridge before the lens is fully inserted into the cartridge. The lens is implanted. Post implantation excess ovd is removed. Reported complaint cannot be observed from the provided video. The manufacturer internal reference number is: (B)(4).